Manufacturer narrative:
Investigation included review of available event details and follow-up outreach to obtain blood glucose and hospitalization information. Investigation of this case revealed insufficient information to determine a device-related malfunction or user-related factor. It was concluded that the cause of the hypoglycemic event could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia and was hospitalized following a low blood glucose event, with cause unclear and without any reported device alerts or alarms. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary impairment requiring medical intervention.